Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 1 month post implant of this mitral bioprosthetic valve, the valve was explanted and replaced with bioprosthetic valve of same size and model. The reason for the explant was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this mitral bioprosthetic valve, the valve was explanted due to recurrent endocarditis (streptococcus sanguinis). If information is provided in the future, a supplemental report will be issued.